Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that a friend of the pt called rescue when he had not heard from the pt in over 24 hours. When rescue arrived, they could hear the power module alarming through the door and the pt was found dead.

Manufacturer narrative:
The device was not returned for investigation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.